Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient experienced hypoglycemia with loss of consciousness and memory loss. The patient took the measurements during the event when he started to experience symptoms; cgm was reading 89 mg/dl and the blood glucose reading was 44 mg/dl. The parents treated the patient with glucagon and called emergency medical service. The paramedics arrived and treated the patient with IV glucose. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.